Event description:
It was reported, the shockpulse lithotripsy transducer had an unfunctional converter with an error code to check probe. The issue occurred during prerparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. No new failure events were identified during the inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after press high mode or standard, it showed error/ check probe. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the shockpulse lithotripsy transducer had an unfunctional converter with an error code to check probe. The issue occurred during prerparation for use. There were no reports of patient harm.